Manufacturer narrative:
Patient identifier: does not contain enough spaces for entire sid, the entire sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed hemoglobin when processing on the cell-dyn ruby. Patient (B)(6): on (B)(6) 2022, sid (B)(6) (87 year old, caucasian, male) generated hemoglobin of 7.73 g/dl that repeated 9.73, 9.63 g/dl, new sample 10.0 g/dl. Patient (B)(6): on (B)(6) 2022 generated hemoglobin of 7.0 g/dl that repeated 12.0 g/dl. No additional patient information provided. No impact to patient management was reported.

Manufacturer narrative:
The investigation included a review of customer submitted data, complaint trending, and product labeling. Field service representative inspected the instrument and found there to be buildup under the diluent sheath filter. The filter was replaced and no further occurrences have been reported since. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. Labeling was found to be adequate for the complaint issue. A review of corrective and preventative action system was performed with no non-conformances related to the complaint issue. Review of the customer data for one patient sample repeated several times. Data showed the mchc parameter was underlined due to it being outside the range of the selected limit set; the hyperchromic interpretive rbc message indicates that the result exceeds the upper limit for mchc; and the rbc morph flag indicates that one or more of the parameters for mch, mchc, or rdw exceeds expected limits. Based on the information provided, the pathology of the specimen could not be ruled out as a contributing factor to the complaint issue of falsely depressed hgb results. No product deficiency was identified.